Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 9 MDR's filed for the same patient (reference 1825034-2014-04158 and 2016-01495 / 01496 / 01498 / 02044 / 02045 / 02046 / 02048 / 02051). Remains implanted.

Event description:
Patient's legal counsel reported that patient continues to exhibit elevated metal ion levels approximately nine (9) year post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.